Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic anterior resection procedure. While working on the distal portion of the rectum, the device was unable to fire. The green button was pressed but the handle was unable to be squeezed. The head of the stapler broke off (not into the patient cavity). The device locked on the tissue and was removed using the retracting knob. The case was completed using a new stapler. There was no patient injury.